Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was received: could you please clarify if the patient suffered from any signs or consequence due to the issue (pull off suture needle)? Please provide more details according to the report sheet, the incident occurred on (B)(6) 2022. The consequence was that in the middle of the surgery the suture decapitated. The actions taken were to change the suture for a new one in order to continue with the surgery. The procedure could be completed without affecting the patient. What is the lot number? The batch number is not visible on the suture. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Device not returned

Event description:
It was reported that a patient underwent a mastopexy procedure on (B)(6) 2022 and suture was used. When suturing the muscle in the middle of the surgery, the suture detached. The procedure was completed with a new like device. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/5/2023 h6 component code: g07002 no device problem found additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the device. Visual analysis of the returned sample revealed that only it was received one empty labeled winding former that pertain to product code j123h. As the suture or needle was not returned and based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The manufacturing records couldn't be reviewed as the batch/lot number is unknown. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.